Event description:
A patient diagnosed with an acute myocardial infarction was transferred from the emergency room to the cath lab for an emergency angioplasty procedure. The patient's ECG was being monitored with the device. When the patient was being transferred from the gurney to the bed, the unit allegedly displayed an inappropriate flat ECG trace. A backup defibrillator/monitor/pacemaker was immediately available and used (with the same patient cable and electrodes) with no other problems reported. There were no adverse affects to the patient reported as a result of the alleged malfunction.